Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided information states the patient has evidence of subscapularis tendon tearing. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be reopened.

Event description:
Patient was revised to address loosening and malposition. There was also evidence of subscapularis tendon tearing.